Event description:
During a laparoscopic paraesophageal hernia repair with mesh, nissen fundoplication and gastropexy, the clips of the ethicon ligaclip applier kept falling out of the gun without it being fired. The physician retrieved the fallen clips during the procedure from the abdominal cavity.